Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 97 mg/dl. The customer stated that the buttons getting stuck and when trying to bolus numbers keep scrolling. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Insulin pump passed displacement test, rewind, and basic occlusion test. No air bubbles noted during testing. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, and broken belt clip slot.